Event description:
It was reported that during an arthroscopic shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant malfunctioned when inserted. Due to this event it was necessary to drill a new bone hole. The procedure was successfully completed using an additional speedscrew. There were no significant delays or pt complications reported as a result of this event.